Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the controller was freezing and having to be reset 1-2 times per month ever since the pt received the equipment after implant. Pt mentioned the battery pack was difficult to remove during the call. Pt confirmed one of the controller battery compartment pins were bent. The issue was not resolved. The pt was seeing no device found occurring intermittently when using the recharger. Pt confirmed not having issues when using only the controller to communicate with the stimulator. Pt stated this issue has occurred every few weeks since implant and is occurring more and more lately. Pt inquired about the clicking of the relay box. Agent reviewed info. Pt confirmed the recharger does not get hot to the touch. Pt reset the controller and encountered no device found. Pt initiated passive recharge mode (prm) and reported seeing 85. Pt moved the recharger into the air and confirmed the number remained 85 even away from the stimulator and in the air. The issue was not resolved. An email was sent to the repair department to replace the controller and recharg ER. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#:(B)(4). H3: analysis of the 97745 controller (ptm) (serial number (B)(6)) revealed a bent battery contact causing charge/power issues and a cracked lcd screen. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.